Manufacturer narrative:
This case is part of CAPA (B)(4) events identified as possible complaint related to valve re-intervention. No further event details were provided. This case is being reported to FDA in a conservative way, and no possible investigation will be performed at this time. Device not available for return.

Event description:
Based on CAPA (B)(6) this event refers to miroflow valve dla23 implanted on (B)(6) 2015. It was explanted and replaced with another similar mitroflow valve dla23 on (B)(6) 2015. No further event details were provided. This case is being reported to FDA in a conservative manner.